Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) -- implanted subcutaneously in (B) (6) 2009 -- was found to be very tight in the patient's pocket at a recent follow-up exam, therefore, a pocket revision was scheduled to move the device and implant it subpectorally. However, because this crt-d is included in the subpectoral implant advisory, the physician has opted to electively replace the device although no allegation was made against this crt-d device and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.